Event description:
On (B)(6) 2024 a medical device distributor notified beta bionics that an ilet user had passed away. The date of death was not reported. At the time of this report, attempts by beta bionics to determine if the user was on the ilet at the time of the event as well as cause of death have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. Attempts to download the device engineering logs were unsuccessful, indicating that the logs have not been synced since device was shipped from manufacturing. As such, a log review was unable to be conducted. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data or a date of death, it cannot be determined if the user was wearing the ilet at their time of death or if the ilet was related to their passing. However, case notes indicate the user was 75 years old, had a history of coronary artery disease and end-stage renal disease and was on hemodialysis three times per week. It is likely that these comorbid conditions contributed to their passing.